Event description:
It was reported that the burr was stuck on the wire a 330cm rotawire and 1.75mm rotalink plus were selected for use. Upon withdrawal, the actual burr and wire were just stuck together so the entire system was remvoed as one. There was no kink in the wire or anything like that. The actual procedure worked fine and was completed using the same burr and wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The wire was able to be removed from the rotablator device with little restriction. There are numerous kinks along the body of the wire. The floppy distal end of the wire is stretched. Dimensional inspection revealed that the outer diameter (od) of middle of the device and od of proximal section were within it's specification. Overall length and the outer diameter of the distal tip could not be measured due to device condition (stretched tip).

Event description:
It was reported that the burr was stuck on the wire. A 330cm rotawire and 1.75mm rotalink plus were selected for use. Upon withdrawal, the actual burr and wire were just stuck together, so the entire system was removed as one. There was no kink in the wire or anything like that. The actual procedure worked fine and was completed using the same burr and wire. No patient complications were reported.